Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, there was slow flow and chest pain. The index procedure treated the 3.5x14mm, 95% stenosed mid rca (right coronary artery). Treatment consisted of predilation, placement of a 3.5x20mm taxus express2 stent, and post dilation resulting in 5% residual stenosis. Following post dilation there was slow flow with associated st elevation and cardiac enzyme elevation consistent with myocardial infarction. The patient was discharged one day post procedure on asa and plavix.

Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.